Event description:
It was reported that during the implant procedure, the lead connector pin was bent. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.